Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that the event did occur during surgery, but there was not a delay in surgery, and no adverse effects to the patient. The instrument has been removed from circulation.

Manufacturer narrative:
Product complaint # (B)(4). Mrn 1818910-2023-15447 is being retracted since it was found to be a duplicate of mrn 1818910-2023-15040. Mrn 1818910-2023-15040 will be kept for investigation purposes.

Event description:
It was reported that the size 5 actis broach stuck to broach handle - bent trunion - unable to lock any broach or kincise handle to it.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.